Manufacturer narrative:
An error message was reported with the adc device in use with [alcatel phone, android 10, version 2.8.4.9335] the freestyle librelink. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Per smartphone compatibility information, with use of freestyle librelink and freestyle libre 2 applications, the customer's device (alcatel 3x) has not been tested for compatibility at the time of investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Attempted communication between returned sensor and known good reader. Reader successfully communicated with the returned sensor. Scan timeout error message was not observed. The returned sensor was investigated and no abnormalities were observed. The customer's complaint was replicated by using a known good android device and librelink application. The sensor was able to communicate without any issues. Due to customer's complaint not being observed, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device in use with [alcatel phone, android 10, version 2.8.4.9335] the freestyle librelink. Customer received a "scan error message" and was unable to obtain readings. As a result, customer experienced hypoglycemia with symptoms described as "disease increased", ¿very temperable¿, weakness, fatigue and was unable to self-treat, requiring third-party administration of orange juice and coffee for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and is currently undergoing investigation process. A follow up report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device in use with the freestyle librelink. Customer received a "scan error message" and was unable to obtain readings. As a result, customer experienced hypoglycemia with symptoms described as "disease increased", ¿very temperable¿, weakness, fatigue and was unable to self-treat, requiring third-party administration of orange juice and coffee for treatment. There was no report of death or permanent impairment associated with this event.